Event description:
Hip replaced (B)(6) 2010. On (B)(6) 2016 shot of cortisone cobalt level rose to 4.8 ug/l, 2 mris scheduled but not completed due to excruciating left hip pain. On (B)(6) 2016 hip revision to remove the poison from my hip.